Event description:
On (B)(6) 2024, the user contacted dario to report two issues: the user reported that her dario meter was skipping steps and she also reported receving high blood glucose (bg) readings. The user explained that most of her attempts to test her bg level resulted in the meter prompting her to place a drop of blood without a test strip being inserted, and therefore she was unable to obtain a bg reading. The user also stated that when she did succeed in receiving a bg reading, it was in the 200 mg/dl range, which the user stated is high for her. The user added that she was having these issues with two cartridges of strips.

Manufacturer narrative:
A replacement of dario's strips, control solution and dario meter was sent to the user together with a return material authorization (RMA) package, to further investigate the user's two issues. After the replacement meter was received by the user, the dario representative followed up with the user, who said that everything is working fine for her now. The RMA package was received for investigation on march 1st, 2024. The meter was tested and was found to give a device error (voltage failure). In addition, the meter prompted to add a drop of blood before inserting a test strip and therefore the issue of the meter skipping steps was confirmed. Due to these issues mentioned above, the high bg readings issue could not be tested or obtained. While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" in addition, dario's representative offered to troubleshoot on the phone in order to further investigate this issue, however the user refused. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the old strips available to further investigate this case. Therefore, no resolution is available.